Manufacturer narrative:
The device remains in service with the newly implanted ra lead. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information via remote monitoring that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. In a review of historical date, this issue appears to have started approximately nine months ago and has intermittently remained out or range. There were also high pacing threshold measurements. A revision procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.